Event description:
It was reported that patient was revised on a left hip. Doctor notify patient that ceramic head was broken via x-ray which cause revision for total hip.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown ceramic head. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital will not release.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown ceramic head was reported. The event was confirmed. Medical records received and evaluation: a medical review was performed and concluded: implantation of accolade stem with trident cup and ceramic-ceramic articulation. There is a fracture of the ceramic head with multiple fragments in the joint space. The cup has virtually no anteversion with a 16° difference between acetabular bone and cup plane. The cup as well as stem are stable in the bone the clinician concluded: "issue with revision of ceramic femoral head due to fracture some 7-years post primary implantation in a (B)(6) male patient with unknown weight, height and activity level. X-rays confirm stable fixation of all components but the cup has a very low inclination of 27° while anteversion is virtually absent. No information is available about the revision procedure, neither its outcome. No implants were returned for investigation. Although ceramic fractures are not really exceptional, there are usually factors present to cause an overload condition such as malposition of one or more components. This case just has such procedure-related factors present in cup malposition with low cup inclination and virtually absent anteversion that clearly have played an important role in the root cause of failure through fracture of the ceramic head by causing impingement with subluxation and thereby causing peak loads with overload in the ceramic head through point contact. Because the surgeon is responsible for optimal component placement, this contributing factor to failure is procedure-related. As such, the root cause of this pi failure case is procedure-related regarding cup malposition. This pi case is not device-related." Conclusions: a medical review was performed and concluded that the root cause of failure in this case was procedure related regarding positioning of the cup.

Event description:
It was reported that patient was revised on a left hip. Doctor notify patient that ceramic head was broken via x-ray which cause revision for total hip.